Event description:
On (B)(6) 2012 - pt had a total hip arthroplasty, a simpulse unit was used in the case. Pt recently had an x-ray and the plastic end of the simpulse solo tip was noted to have been left in the hip. The pt is being booked sometime in (B)(6) 2012, for surgery to have the tip removed.

Manufacturer narrative:
Based on the info reported, a simpulse device was used during a total hip arthroscopy. The pt had an x-ray and the plastic end of the simpulse solo tip was noted to have been left in the hip. The pt is being booked for surgery in (B)(6) 2012, to have the tip removed. Medical records have not been received and the initial reporter has indicated that this is the extent of the info that will be provided. A product code and lot number were not provided; therefore a mfg review is not possible. Additionally, no sample was returned for eval. Based on the info provided it is unk whether the device may have caused or contributed to the reported event.